Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The patient's left arm av shunt was occluded. On (B)(6) 2013, the physician did a balloon angioplasty first, and then began to implant a 6mm x 10cm gore viabahn endoprosthesis using 7fr terumo sheath. The viabahn device deployed partially, the deployment line got stuck and could not be pulled out resulting in failure to deploy device completely. The procedure was converted to open surgery and viabahn device was taken out.